Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
This event was initially reported as a malfunction for loss of light. Upon additional information provided, this event is no longer reportable. This event description most likely indicates "no light output." And "error is displayed (e1, e2, e3, etc.)". The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. No report will be filed.

Manufacturer narrative:
This event was initially reported as a malfunction for loss of light. Upon additional information provided, this event is no longer reportable. This event description most likely indicates "no light output." And "error is displayed (e1, e2, e3, etc.)". The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. No report will be filed.